Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage. Locked down smartphone: phone_control_ios. Omnipod software app version: 1.1.6. Smartphone operating system: 18.3. Smartphone hardware: iphone14.5. Cgm sensor type: g6. Please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event.

Event description:
The patient's legal guardian (lg) reported that the patient's blood glucose (bg) level reached 593 mg/dl, while wearing the pod between 36 and 48 hours. The lg reported the patient was not feeling well and therefore went to the school nurse. The lg reported picking up the patient from school and contacting their healthcare professional (hcp) for advice. The hcp advised to take the patient to the emergency room if the bg levels did not lower in 30 minutes. The lg reported the pod leaked insulin and when it was removed from the infusion site (arm), the cannula was found to be bent. Additionally, the lg reported the patient experienced headaches and vomiting. As treatment, insulin was administered via a manual injection. It should be noted that at the time of this report, the lg stated they had not taken the patient to the emergency room and were waiting for bg levels to lower.